Event description:
Patient reports dose change and wants to stay with rms (rms medical) (B)(6) 2006 and f900 for approximate infusion time of 1 hr 52 min with transfer of medication. Pharmacist explained that if 10gm pre-filled syringe (pfs) is placed directly into pump with adapter, infusion time will be slightly longer- pt does not want to have a longer infusion so will continue transferring medication. Pt also reports he needs a new freedom pump as his broke at end of last infusion on (B)(6) 2025 - made clicking noise and then stopped pushing medication. Unknown if pump is available for possible return. Pt was able to get complete dose with manual push and understood how to give manual push. Advised pt we will send out a new freedom pump. No further information provided. Indications: common variable immunodeficiency, unspecified; serial number: (B)(6).